Event description:
Diagnostic arthroscopy (complex tear of lateral meniscus not amenable to repair) was underway, when the arthroscopic fluid pump (arthrex pump) started to cycle and run water quickly through the system. It then automatically shut off. The case was put on hold to assess what was happening with the fluid pump. The tubing was adjusted and then attempted to run the fluid again but there was an issue maintaining pressure. It was then noted that the patient had developed a significant amount of swelling extending from the knee into the calf (arthroscopy fluid aspirated from knee). The decision was made to abort the remainder of the case due to lower extremity swelling. The patient was awakened and brought to the recovery room. Patient was admitted overnight with hourly neurochecks for the first 4-6 hours and to monitor her swelling. No symptoms of compartment syndrome. Clinical engineering reviewed pump and found no issues with pump. Pump sent to arthrex for further evaluation. Awaiting final report from arthrex.